Event description:
It was reported via repair work order that the calf support would not lock into place as it was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.